Event description:
A patient service representative (psr) contacted zoll customer support to report battery charger faults on a battery charger she was planning to use for a patient fitting. The psr was issued a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. The reported problem (battery charger faults) has been confirmed. The cause for the defective charger is a damaged inductor component l4. The coil wire was broken off the pca. The cause for the defective charger is the broken l4. The root cause for the damaged coil wire cannot be positively identified, but was likely caused by physical abuse. No adverse event resulted from the damaged inductor. The patient received a replacement charger.